Manufacturer narrative:
Additional narrative: it was reported that patient underwent a release of urethral sling on (B)(6) 2009.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with interstim stage I implant. It was reported that the patient underwent interstim stage 2 implant (ipg implantation right buttocks) on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 in order to treat stress urinary incontinence, symptomatic cystocele, and weak pubovaginal tissue concurrently with rectocele repair. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, urgency and urge incontinence. It was reported that the patient underwent interstim lead removal on (B)(6) 2015 by dr. (B)(6) due to urge incontinence.

Event description:
It was reported that following insertion the patient experienced urinary frequency, urgency and urge incontinence. It was reported that the patient underwent interstim lead removal on (B)(6) 2015 by dr. (B)(6). Due to urge incontinence.